Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367981, batch no. 9123804. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the tube experienced under filling during testing. The following information was provided by the initial reporter: during r&d testing in (B)(4), we observed tubes with a draw volume below our minimum specification.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367981, batch no. 9123804. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the tube experienced under filling during testing. The following information was provided by the initial reporter: during r&d testing in (B)(6), we observed tubes with a draw volume below our minimum specification.